Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and the lead was diagnostically imaged. Externalized conductors were observed. No electrical anomalies were detected. Dft testing was performed and the patient was successfully rescued. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.